Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 01-220-12361, item name: femoral stem, lot #: 00101090. Item number: 01-100-28002, item name: cocr-femoral head, lot #: 0011684. Item number: 02-210-00521, item name: unknown, lot #: 00107007. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and osteolysis approximately 17 years post-implantation. Patient also alleges increased memory issues, incomplete sentences, losing track of things, and general speech issues. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.